Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined error initializing device manager when application loaded under cfn application user. A filed service engineer tested and remotely connect to the cfn admin rebuild the executable resolve this issue. Performed preventative maintenance the system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and device not detected on bus. Customer reported getting an error while initializing device manager and having blue screen. They had other pyxis to find medication. There were no delay in patient care there were no adverse events or injuries reported based on this event.